Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a robotic hysterectomy on (B)(6) 2016 for a benign pathology and the vaginal cuff was closed with suture in the usual manner and a double layer manner. It was reported that the patient experienced a vaginal cuff dehiscence and had a surgical procedure on (B)(6) 2016 to treat vaginal bleeding. The suture was found to be fragmented at the vaginal cuff, with a complete opening at the cuff. The vaginal cuff was repaired with a running locked suture. No additional information was provided.

Manufacturer narrative:
It was reported that a post-operative doctor visit on (B)(6) 2016 indicated that the patient is feeling well.